Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized with high blood glucose levels and ketones. The patient suffered from symptoms like sobbing, vomiting, and hallucinations. The user's father administered insulin via a pen and drove the patient to the hospital. At the hospital the insulin pump was removed and the patient was connected to an intravenous drip. The patient's blood glucose level dropped and the patient was reconnected to the pump and discharged the same night. A short time later, the problem reoccurred and the hospital gave the patient a replacement pump. The patient's father stated that the hospital blamed the pump as the reason for the high blood glucose levels because it did not provide a background profile for insulin/basal profile. The measured blood glucose values in the hospital were not provided.